Manufacturer narrative:
Results: the returned velocity catheter was fractured approximately 65.0 cm from the hub and ovalized approximately 155.0 cm from the hub. Conclusions: evaluation of the returned velocity revealed a fractured and ovalized device. If the velocity is forcefully retracted from its packaging at extreme angles damaged such as a fracture may occur. Further evaluation revealed the velocity was ovalized. If the device is forcefully gripped or pinched the device may become ovalized. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff opened a penumbra system jet7 kit and found the velocity delivery microcatheter (velocity) to be broken. The damage to the velocity was found prior to use; therefore, the velocity was not used in the procedure. The procedure was completed using a new velocity.